Event description:
Customer reported that on (B) (6) 2009, she received a reading of 47 mg/dl and on (B) (6) 2009, she received a reading of 34 mg/dl. Both readings were received on her freestyle lite blood glucose meter and were lower than she felt. She further reported using freestyle lite test strips (B) (4). She also reported noticing spots on her legs and thighs, which she believed were caused by the meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Multiple unsuccessful attempts have been made to gather additional information regarding this case. Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open." The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B) (4) was reported to the (B) (4) office on 10 jun 2009.